Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced frequent low blood glucose events while using the ilet, with a documented nadir of 64 mg/dl after breakfast; the patient treated with oral glucose and inquired about increasing the system¿s glucose target while acknowledging inconsistent meal announcements. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.